Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: paresthesia, breast mass manufacturer¿s reference number: pc-001582026

Event description:
It was reported that a patient underwent a primary breast agumentation surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain and right breast numbness. Bilateral breast fibroadenomas were identified using ultrasound imaging in addition to a ruptured left breast implant which was identified using magnetic resonance imaging. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-05071 for the contralateral event.